Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events, a review by lot could not be performed due to insufficient information. Insufficient information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or implants returned. The distal tip of the device is fractured and the tip that was broken off was returned in a bit of sterilization bag. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injury or other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical code & medical device problem code).

Event description:
It was reported that during surgery, when the healicoil anchor was being inserted and the shaft pulled out from the patient, the shaft broke inside the patient. All pieces were removed from the patient. The procedure was successfully completed without delay using anchors of different size in a different size. No other complications were reported.

Event description:
It was reported that during surgery, when the healicoil anchor was being inserted and the shaft pulled out from the patient, the shaft broke. The procedure was successfully completed without delay using anchors of different size in a different size. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.